Event description:
Pt's mother reported the incident. The pt was visiting a friend when her period began, and the friend provided a tampon for the pt to use. The pt was unable to remove the tampon the next morning. Pt was taken to an urgent care facility where a physician removed the tampon with forceps. Reports state there was no apparent usable string on the tampon. The pt was discharged without further action other than instructions for follow-up calls. The pt and her mother did not provide sufficient info for the MFR to confirm the occurrence of an adverse event until 8/21/16 when medical treatment forms were forwarded by the pt's mother to the MFR.

Manufacturer narrative:
The pt did not retain the tampon labeling or add'l samples from the same carton. No lot number was identified, and no samples were available for the MFR to evaluate and test.